Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# uknown, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (10 mg/ml at 0.06 mg/day)and morphine (20 mg/ml at .12 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that post catheter replacement surgery the patient was experiencing grogginess and retention. The pump was programmed down to the lowest dose per day at 0.96 mg/day and then brought down to 0.12 (min rate) but the issue remained. The caller stated that they were going to leave the pump on minimum rate and questioned about removing the system contents. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated on (B)(6) 2020, the patient had a refill done with a drug concentration change completed. It was noted that evening the patient complained of a headache and the pump was re-programmed to minimum rate. It was noted on the date of this report the healthcare provider (hcp) was going to do a catheter access port (cap) dye study. The patient was allergic to dye. The patient wondering how to handle this. It was discussed this was a medical decision and to follow-up with the hcp. It was noted the patient has had symptoms going back to a catheter revision in (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-oct-2019 from a healthcare professional (hcp) who reported that during the catheter replacement procedure on (B)(6) 2019 they were supposed to also replace the pump but it was not replaced and a lower concentration of drug was not put in it at the revision, so they programmed it to the lowest dose they could and the patient overdosed the next day so the pump was programmed to minimum rate. Today they wanted to program the pump out of minimum rate and bridge the patient from 20 mg/ml to 0.5 mg/ml and the dose from 0.9 mg/day to 0.129 mg/day. Per the hcp, the situation was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter; product ID: a810, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicated that the cause of the issues were unknown. It was reported that there were no issues found with the pump or catheter. No further complications have been reported.